Event description:
It was reported that the compressor did not start. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor did not start. After diagnosis the service engineer found that the transformer and mains inlet were defective and needed to be replaced. Despite several reminders the only information received regarding this complaint is the information stated in the problem description/complaint form, which is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause. Note. The reported serial number appears to belong to a servo-s ventilator. No clarification or correction of this has been provided.